Manufacturer narrative:
The product was returned and visual inspection was normal.

Event description:
It was reported that the patient presented with pocket erosion. It was noted that the patient presented for a two-week check and the pocket was red with a scab on it. The patient mentioned during the check that they had a history of slow healing. The physician was observing the wound however, after a few months. The scab opened exposing the device. The entire system was explanted and replaced. The patient was recovering.